Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen froze. The device was returned to the manufacturer's product investigation laboratory and no malfunction of the device was observed.

Event description:
The manufacturer received information alleging a ventilator's touchscreen froze. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.